Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was not exiting the insulin pump. Customer's blood glucose level was 572 mg/dl. The customer experienced low blood glucose levels all day. His blood glucose level was 45 mg/dl. The customer had soda and coffee to treat his blood glucose level and it went up to 72 mg/dl. However, it went back down to 57 mg/dl. The high pressure test passed. The device was not returned.